Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that after 48 hours of impella cp placement, high purge pressure and system blocked alarm occurred. There was no kink in the purge line. The patient was correctly anticoagulated and the impella position was correct. Troubleshooting was done and the issue was finally resolved by decreasing the dextrose concentration from 5% to 2.5%.

Manufacturer narrative:
Corrected information was provided in e4. Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4. Upon review, the serial number has been updated. Updated h3 to ¿yes¿ as the device was received and evaluated. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The root cause of the purge pressure high alarm was not determined as no defect was found in the returned product and lack of data logs to investigate the issue further.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.